Manufacturer narrative:
Based on the claim against the product by the customer noting that the cautery function was intermittent, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe generator was analyzed and the complaint regarding the bipolar energy not working was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The unit was tested on an in-house system and run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that the monopolar and bipolar energy was intermittent. The intuitive tech support engineer (tse) reviewed the system logs and found multiple errors (m-11-, m-16, c-38, and c-37). Prior to calling the intuitive tech support engineer (tse), the customer replaced the instrument, replaced the power cord, and power cycled the erbe, but the issue remained. The tse had the customer remove the foot pedal cables and also check the foot pedal drawer. The tse recommended that if the issue continued to hard power cycle the erbe. The customer continued on with the case but called back a few minutes later to troubleshoot further. The tse determined that the issue could not be resolved over the phone and advised that another vision side cart (vsc) could be used to complete the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar/bipolar energy was intermittent, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer went on site and replaced the erbe generator to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.